Event description:
Customer reports that computer will not boot up, room will not operate. No other rooms available to perform procedures.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental form will be submitted.